Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the cause of the issue was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that no accessories came in contact with the distal end.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a new lead implant electrode 0 measured 13,500 ohms. They replaced the lead with the same part number and lot and the issue was stated to be resolved.

Manufacturer narrative:
Analysis of the lead (lot no. Va23lxn) found that the #0 conductor was broken at the #0 weld site. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the #0 conductor was broken in the distal end of the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a rep indicated alligator clips were used to test the impedance.